Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case. No expected product returned; complaint was resolved by training. Mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 27-jan-2023 to ensure that the customer's condition had improved - able to establish contact with customer's wife who stated customer was still tired and would be going to his scheduled physical therapy appointment and has a regular checkup appointment with his doctor next week. Note 2: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure that the customer's condition had improved - able to establish contact with customer who still feeling tired and weak. Customer has a regular checkup appointment with his doctor that day. Note 3: manufacturer contacted customer in a follow-up call on 01-feb-2023 to ensure that the customer's condition had improved and that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer was feeling well and had no diabetic symptoms at the time of the call. Wife stated that they went to his regular checkup appointment, but she did not want to provide details regarding the visit.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 300 mg/dl pm fasting. The customer¿s expected pm fasting blood glucose test result is 150 mg/dl. Customer stated he hasn't tested in a while (a few months ago). The customer reported feeling tired; medical attention was not needed at the time. Customer stated that he has an upcoming regular checkup appointment. During the call, a blood test was performed by the customer non-fasting and produced test result of 313 mg/dl. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 03/31/2024 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.